Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. In clinic, measurements were within an acceptable range. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system will continue to be monitored at this time. Testing will be performed if additional out of range measurements are observed. Should additional information become available this report will be updated.